Event description:
While the bedside rn was performing a diaper change, the pt was very agitated and active. The prongs came off the CPAP tubing interface. The rn reattached the prongs onto the tubing interface, applied CPAP back onto the pt, and got the pt settled. The prongs "popped" off a second time and were reattached to the tubing interface. A while later, the CPAP prongs had come off of the flexitrunk interface again. The rn removed the CPAP interface to give ppv to the pt because the pt was blue, apneic, bradycardia and desaturation (hr 35 last observed and spo2 22). Ppv initiated by rn and rt. After about 30 sec of ppv, the pt responded with increasing hr and o2 sats. The entire CPAP interface was replaced due to the ongoing issues.